Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device experienced a system fault error during testing. There was no patient involvement reported.

Manufacturer narrative:
One cadd ms3 pump was returned for the evaluation of the reported issue. The device was received with the syringe port damaged on housing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log was not evaluated. The reported event was duplicated. Investigation found that the device had ec112 which was the cause of the system fault. The syringe port and housing were damaged. Investigation found no issue with the lcd with 'line thru pixels'. The circuit board and rear housing were replaced.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device experienced a system fault error during testing. There was no patient involvement reported.